Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The issue resulted in the customer¿s blood glucose level exceeding 500 mg/dl, although the specific value was unknown and was displayed as ¿high.¿ to address this, the customer administered a correction bolus via the pump without requiring third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.